Event description:
It was reported that the airway pressure was unable to be released on an occasional basis. The customer suspected the product kept releasing oxygen gas. There was no patient injury reported.

Manufacturer narrative:
One ventilator was received for evaluation in relation to the reported event. It was noted that all tamper seals were intact and there was no physical issues noted upon visual inspection of the device. Functional testing of the device was unable to confirm or replicate the reported event. There were no gas leaks detected. As a preventive maintenance, the input manifold was replaced. Root cause was unable to be determined as the reported event was not confirmed. A DHR review was not conducted as the reported event was not confirmed.